Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the activity log confirms the customer's report. However, this is not an indication of a device malfunction. The activity log indicated the user attempted to perform 30 joules testing without setting the device correctly. The device discharged successfully multiple times with the correct setting. This report has been attributed to user error. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.